Event description:
According to the reporter, during the laparoscopic procedure the knife did not fire out as is expected. To complete the procedure, a new device was used. There was no harm caused to the patient. The device is expected to be returned for evaluation.